Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced multiple high blood glucose levels. The customer's blood glucose reading was 446 mg/dl. The customer took 20 units of syringe. The customer received a sensor end. It seemed the insulin pump was not delivering any insulin. The customer also had a blood glucose reading of 471 mg/dl. The customer said she has been drinking a lot of water. The customer treated her high blood glucose with manual injections. The customer will not return the device for analysis.